Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This reporter represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The primary tubing set was being used to delivery an unspecified medication, an unspecified rate, via a plum pump. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for the piggyback delivery of zofran. After the delivery of the zofran was complete, the secondary tubing set was disconnected from the clave secondary port. After an unspecified length of time, the male adapter of a second unspecified secondary tubing set was connected to the clave secondary port for the piggyback delivery of paclitaxel. It was reported that immediately after the paclitaxel delivery was started, a leak of a very few mls of solution was noted around the threads of the luer lock. Reportedly, the customer contact indicated that the clave secondary port was blocked in the open position. No specific details were provided. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.